Manufacturer narrative:
Despite efforts, information regarding the patient's presentation to the emergency department could not be obtained. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented to the emergency department for an unspecified reason. It was reported that the device and competitor right ventricular (rv) lead exhibited increased pacing thresholds for which the outputs were increased that in turn caused increased battery consumption. As a result, the patient continues to undergo follow-up with increased frequency to monitor thresholds and remaining device longevity. It was further noted that a lead revision would be considered if pacing thresholds continue to increase. This system remains in service.